Manufacturer narrative:
Per tandem user guide: if you do not see drops, tap fill. The fill tubing screen appears, repeat steps 5 and 6 until you see 3 drops of insulin at the end of the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 600 mg/dl. Customer delivered a correction bolus to address bg. Reportedly, tandem technical support (cts) performed a full system check and determined that the customer had not filled the tubing. Tandem technical support educated customer on the proper load techniques. Reportedly, an infusion set change was performed to address the issue and insulin delivery was resumed.